Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient had been properly received and admitted on the server, with the record present in the server database but missing from the stations local database despite showing as synchronized. A technical support specialist (tss) found in data logs that the patient data should have processed during the period when the station experienced a disk-space failure and crash. Further the tss determined a full synchronization was required to retransmit the patient information and correctly update the mirror databases, verified that no retry errors were present, performed the full synchronization, and confirmed with the customer that the patient successfully appeared on the station afterward. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was unable to locate a patient when searched at the ward or facility level. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.